Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.